Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Distal strut segments 6 and 7 were dented inwards towards the balloon. The remainder of the stent was undamaged. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed no issues. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x2.5mm target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 38 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The device was simply removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x2.5mm target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 38 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The device was simply removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.